Event description:
Boston scientific received information that this patient was experiencing a lot of episodes that were likely caused by noise on both the right atrial (ra) lead and right ventricular (rv) leads. As a result there may have been myopotential oversensing on both leads. Boston scientific technical services (ts) was consulted and suggested performing isometrics to see if the noise can be recreated and it could. The boston scientific sales representative noted that the patient was found passed out by his wife and is unsure if the syncope is related to the oversensing or not. The sr and physician adjusted the sensitivity on the atrial lead in the clinic and sent the patient home. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that a revision procedure was performed. This lead was surgically abandoned. No adverse patient effects were reported during the procedure.